Event description:
It was reported that upon fluoroscopy, lead dislodgment and no capture issue was observed on the lv lead as well. Lead repositioning was successful. Patient was stable prior, during and post procedure.